Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: (B)(6) were returned for evaluation; (B)(6) in an open poly bag and one in a small sharps container. A visual inspection of all units revealed that the unit in the sharps contained exhibited a needle through its safety cap. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6039530. Conclusion: our quality engineer notes that the most probable root cause or this occurrence is a misalignment during assembly on the 0.3cc form fill and seal. While most defects of this nature would be rejected by the line, it is possible that due to orientation or jam on the line, this type of incident could occur and not be noted. The manufacturing site will continue to monitor this complaint category for additional necessity for corrective actions.

Event description:
It was reported that a needle stick injury with a 0.3 ml bd micro-fine +¿ insulin syringe with 30g x 8 mm needle occurred before patient use due to the needle penetrating its safety cap. There was no report of medical intervention.